Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure was doing well postoperatively and the explanted device was disposed by the facility.